Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000160753.

Event description:
It was reported that the patient's lead migrated, which was confirmed via imaging, was casing discomfort. In addition, the patient had an infection at the lead site. Due to lead migration and infection, it was causing skin irritation. The patient was treated with antibiotics and surgical intervention took place where the scs system was explanted to address the issue. The current status of the infection is unknown as there has been no update. Investigation was unable to determine which of the leads attributed to the migration event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.